Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The account manager provided pictures of the CT scan and x-rays for review. The images provided show the screws and plates are lifted out of and away from the patient's bone. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. The account manager advised he was provided additional thoracic training. The account manager stated he had a long session with the surgeons from this case to go over surgical technique, instruments, tips, and tricks with emphasis on being aware of screw length and plate contact with bone. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. The screw part number was identified feb. 23, 2017; this is report two of two for the same event, reference report 0001032347-2017-00051.

Event description:
It is reported the patient returned to the surgeon with a complaint of pain. It is reported x-rays were taken. The surgeon reported that two of the three plates in the patient came out of the bone post surgery. It is reported the account manager was present during the surgery and he did not observe any mistake made by the surgeon. It is reported the surgeon followed the technique in every way. The surgeons used a power driver and a manual screw driver for final locking of the screws. The following question was asked, "did the surgeon obtain bi-cortical fixation?" The account manager provided the following answer, "probably not." The distributor reported the revision surgery was scheduled to be performed on (B)(6) 2017.

Manufacturer narrative:
The returned implants were visually evaluated. Twelve screws and two of the three plates were returned; it is reported the third plate remains implanted in the patient. The plates have scratches from normal use and have been contoured to the patient¿s anatomy. One of the plates has been cut to fit the patient¿s anatomy. The overall width and thickness of the plates was measured in a few spots with a caliper. The plates were found to be in specification. From the x-rays and picture of the CT scan the screws remained locked into the plates. There does not appear to be any failure of the plates. The returned screws show signs of normal use. One of the screws has a tip that has been bent, which may have occurred from handling after the revision. The screws are the shortest available for this system (7mm). It cannot be determined from the post-op scans if bi-cortical fixation was achieved, but the rep stated ¿probably not¿. Two of the screws are emergency screws that the sales rep. Stated were used in the same holes as the temporary fixation screw holes, not due to a stripped out hole. The major diameter of all the returned screws were measured with a caliper. They were all found to be within specification. There is not enough information to determine the cause of the screws pulling through the bone. There were no indications of manufacturing defects for the returned parts. Some of the possible causes are the patient¿s activity level, patient¿s bone quality, or bi-cortical screw fixation not being achieved. The instructions for use (IFU) for this product states in the section titled possible adverse effects 1. Poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. 3. Migration, bending, fracture or loosening of the implant. The section titled ¿warnings¿ provides detail about the limits of the device: ¿while these devices are generally successful in attaining these goals, they cannot be expected to replace normal healthy bone or withstand the unsupported stress placed upon the device by full load bearing. Internal fixation devices are internal splints, or load sharing devices that align the fracture until normal healing occurs. If there is delayed union, nonunion, or incomplete healing of bone, the implant can be expected to bend, break, or fail. Therefore, it is important that immobilization of the fracture site be maintained until firm bony union (confirmed by clinical and radiographic examination) is established.¿ the IFU also provides recommended length of screws based on the depth of bone under ¿bone screws¿. When the devices were returned an additional screw part number was identified. This is report two of three for the same event, reference reports 0001032347-2017-00051-3 and 0001032347-2017-00374.